Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 278 mg/dl. Reportedly, a supply change was performed to address the issue and the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.